Event description:
This complaint is now reportable based on the product analysis completed on 03/07/2007. It was reported that during a coronary drug eluting stenting treatment procedure on the mid-distal left circumflex coronary artery the physician attempted to place a 2.75 x 24mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was successfully completed with a different device with no pt complications reported. However, the returned product analysis confirmed that there was stent damage.

Manufacturer narrative:
Device eval: following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed the mid-shaft was flattened approx 5.5cm proximal to the port. This type of damage is consistent with excessive force being applied to the delivery device. Microscopic examination noted stent damage, some stent struts were slightly flattened in the middle of the stent. This type of damage is consistent with the device encountering some form of restriction. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. The root cause of the complaint could not be identified. A review of the mfg history record for this particular batch (8256028) shows that the device met its material, assembly and product specifications at the time of its release to distribution.